Event description:
The user facility reported a 60-year-old male patient was implanted with an impella 5.5 as a bridge to transplant. It was reported that on day 4 of support the patient develop an access site hematoma that was treated by sandbag and a hold was placed on the hearing. The patient remains on support and is reported to be in stable condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12490: e4 should have been left blank.